Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at been 29mg/dl. The wife states paramedics responded to the lows. The customer was hospitalized for hypoglycemia. The customer was treated at the hospital for the lows. The customer had unresponsive buttons. The customer was advised pump would be replaced for continuation of therapy pump. The customer declined at this time and states they would call back at a later time if issues persist.